Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of saline implant.

Event description:
Healthcare professional reported "deflation". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported "deflation". This record is for the "right" side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, delamination of diaphragm valve and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced.